Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 0.2 juvéderm® volbella¿ xc in lips and 0.1 cc juvéderm® volbella¿ xc in the nose. Patient experienced edema and irritation 5 days after injection with symptoms indicative of vascular occlusion. Treatment was noted as ultrasound guided injection of hyaluronidase. Symptoms have resolved.